Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation.

Event description:
It was reported a (B)(6) male patient was at home when the patient's mother noted the red hub was no longer attached to the feeding tube. The patient was brought to the hospital on (B)(6) 2016 and underwent a foreign body removal under anesthesia. Surgery was not required as the physician used a loop snare for retrieval. It is unknown if the patients desired to harm himself, as expressed to the lab technicians, is relevant to the event. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation. A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device that is the subject of this report was returned for investigation. Examination of the device confirmed the red hub detached from the catheter shaft. The shaft measured 71 cm long. Inspection noted that the flare was off center and had an incomplete ridge on the edge; this would mean that the flare would not be caught on the threading of the hub assembly, creating a loose connection. The incomplete ridge indicates a manufacturing related issue. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the investigation and examination of the returned device, it is feasible to suggest that insufficient flaring caused the hub to separate. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The device was returned in used condition for investigation. Examination of the device confirmed the red hub detached from the catheter shaft. The shaft od and connector cap ID were found to be in specification. A ridge was observed on one side of the flare. The flare was noted to be oval in shape; measurement of the small and large diameters indicated the small diameter was in specification. The large diameter was out of specification. It could not be determined if the flare deformation was caused during manufacturing or by the shaft being pulled out. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. It could not be determined if the observed flare deformation was caused during manufacturing or by the shaft being pulled out. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.